Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of a channel b failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the investigation included evaluation of the actual sample. The reported condition of a colleague infusion pump with a malfunction of "channel b failure" was not confirmed nor reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was a defective channel b keypad. The channel b keypad was replaced in order to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.